Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and header bag were returned along with the incompletely opened polyfoil pouch. No other accessory components were returned. Visual inspection revealed that a partially opened poly-foil pouch was opened completely to reveal the returned device. The carrier tube and bypass tube were found within the pouch. The bypass tube was completely detached from the main body of the carrier tube. The anchor of the carrier tube assembly was fully exposed, and the collagen appeared swollen. The deployment sleeve was in the forward lock position. The anchor was then inspected, there were no anomalies noted on the anchor. No other visual anomalies were noted. Functional testing was not able to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. Dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.091" which was within the specification of 0.091" +0.002/-0.001. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that pulling the carrier tube from the pouch without completely opening the polyfoil pouch may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while opening the angio-seal package, the collagen part was almost falling off. They opened a second package. There was no harm to the patient.